Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels too high to register on the glucose meter. The caller stated that the customer was getting bent cannulas often. The caller didn't have the insulin pump with her. No troubleshooting was done. Nothing further was reported.